Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 471mg/dl. A correction bolus via the pump was delivered, a manual injection was administered and water was consumed to address the bg level. A system check was performed and air bubbles were observed in the infusion set tubing; no insulin was observed exiting the infusion tubing during the load fill tubing sequence. The customer performed an infusion tubing change to address the issue.